Event description:
The advocate stated that the customer received blood glucose readings between 300 and 400 mg/dl using his contour meter, but was exhibiting symptoms of low blood glucose. The customer was taken to the hospital. While at the hospital, he received a blood glucose reading of 30 mg/dl using his meter. The advocate did not mention what type of treatment the customer received, but most likely it was glucose. The customer and advocate declined to troubleshoot the contour meter. They insisted the meter be replaced. A new contour meter kit was sent to the customer. No product will be returned for evaluation.